Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a printer failure. A technical support specialist applied the knowledge article and installed the zebra printer at the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a printer failure.the customer stated that the malfunction occurred when the user tried to issue the medication to the patient. The nurse managed to get the medication from the station but not the label and there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this event.